Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken wheel.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A getinge field service engineer (fse) has conversed with the customer and customer has fixed the reported issue by tightening the front wheels as guided. All performance and safety test passed. H3 other text : issue was resolved over call.

Event description:
N/a.